Manufacturer narrative:
The insulin pump passed functional testing including the tone check on self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The low battery alarm, replace battery alarm and replace battery now alarm functioning properly during our testing with audio tones. The insulin pump was programmed and monitored for one day and no blank display noted. The insulin pump was received with a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen went blank suddenly. Customer's blood glucose was not reported. Insulin pump would be replaced.